Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the suture on the fast-fix 360 broke and t2 fell off. T1 was left secured inside the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the customer provided image confirms the suture was broke where the t2 anchor would be on the suture. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was returned detached from the needle. The t2 anchor was not returned with the device. The suture was cut where the t2 anchor should be. The handheld device showed no visible signs of damage. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.